Event description:
The customer stated that the customer stated that they placed a battery in the insulin pump and received a battery out limit. The customer had a blood glucose of 432 mg/dl. The high blood glucose was treated with a manual injection. The customer also received a no reservoir alert and a loose drive support cap. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).